Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
While supporting a patient, the clinician removed the arterial flow bubble sensor which caused the pump to stop. The clinician does not remember the error code, nor did they know how to resolve it so they initiated emergency mode. No harm was done to patient. No more details about the event are known but they will added as they become available. (B)(4)..

Manufacturer narrative:
A service order and further requested information was not sent despite several requests. This complaint will be closed due to lack of information. It will be re-opened if requested information or any new relevant information is received. Thus the failure could not be confirmed. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required.

Event description:
Complaint# (B)(4).